Manufacturer narrative:
The neoblue user manual provides operating instructions to check the intensity of the light using a radiometer per the institution's procedure. The user manual also provides instructions for a qualified technician to test the intensity levels and readjust the intensity by adjusting potentiometers to achieve the desired output if required. Checking the intensity before each use is also recommended. The neoblue light intensity is factory calibrated to deliver 35 microwatts/cm2/nm at the "high" setting and 15 microwatts/cm2/nm at the "low" setting at a distance of 12 inches. Supplemental will be provided once investigation is complete.

Event description:
The customer reported to natus about their neoblue 3 led light intensity measured low with their olympic bili-meter. Natus technical service confirmed that there was no death/serious injury, delay in treatment, or environmental/safety concerns.